Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the lv lead dislodged. The doctor elected to use a new lead. The patient was stable throughout.

Manufacturer narrative:
A complete lead was returned in one piece for investigation. The "s" curve was normal and the hump height was within specification. All other testing revealed no anomalies.